Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. The patient was scheduled to be retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was in their 60¿s (years of age). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.